Manufacturer narrative:
(B)(4). Information was not provided by the contact. Additional information was requested and the following was obtained: was the device loaded off the structure? The device was partially squeezed and the clip was pre-loaded. But the surgeon didn¿t confirm the clip was loaded properly before firing. Then the cystic duct was halfway clipped. What is meant by ¿the clip was damaged¿? Please provide the shape of the clip? ¿the clip was not damaged, but it was tear drop shaped. That is meant ¿the cystic duct where the clip was placed was damaged.¿. The clip was not damaged, but the cystic duct was damaged by the edge of the clip. Because the deformed clip was stacked to the jaw, the cystic duct was pulled and tore off when the device was removed. Are there any photos available? ¿not available. Is the surgeon a previous user of er320 or er420? ¿yes. How long has the surgeon been using the el5ml product? ¿the information was not provided from the hospital. Was a cholangiogram performed? - the information was not provided from the hospital. What steps were taken to complete the case laparoscopically? ¿after the issue occurred, the cystic duct was broken off from the base, and separated cholecyst was taken off. Then the procedure was converted to the open procedure and damaged cystic duct was sutured. What was the reason for the conversion? ¿to suture the damaged cystic duct. Because the broken point was near the common bile duct, very short remaining cystic duct couldn¿t be clipped. Were there any other factors that led to the conversion? ¿no. What is the patient¿s current status? ¿stable. The analysis results found that the el5ml device was returned in good visual condition, partially cycled and with a clip in the jaws. Four malformed clips and one unformed clip were returned in a petri dish along with the instrument. In an attempt to replicate the reported incident, the cycle was completed and the clip was formed as intended. Upon testing, the following two actuations resulted in feeding and forming 2 clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap cholecystectomy, the cystic duct that the clip was placed was damaged. Then, the procedure was converted to an open procedure. It was found that the clip was not formed properly on the cystic duct. After this event, when the trigger was grasped to feed a clip, the clip was not fully advanced.